Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began about 2 months prior to contacting lfs. It is not known what medication, if any, the patient takes to manage her diabetes. The patient denied making any changes to her usual diabetes management regimen due to the alleged meter issue. However, the patient reported that a few days after the alleged issue started she became clammy and dizzy. The patient reported being hospitalized as a result of the alleged issue where she received a blood glucose test only. The patient was unable to confirm the result obtained on the hospital device. No additional treatment was specified. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr documented that the correct test strips were being used for testing. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.